Event description:
Customer's mother called in to report that the customer's insulin pump was not working correctly it was alarming button error and she was unable to clear the alarm. Troubleshooting was performed per specifications. Advised that the insulin pump will need to be replaced, to discontinue use of it and revert to a back-up plan her doctor instructions.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.